Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the lens did not come out. There was no patient harm. The surgery was able to be completed with new iol. Additional information has been requested.